Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited high out of range right ventricular pacing impedance measurements. Review of lead measurements revealed varying pacing impedance measurements from the 1,200 - 1,300 ohms range to the 500 - 600 ohms range. Technical services discussed bringing the patient in for further evaluation. No adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Records indicate this device remains in service. This report will be updated should additional information become available.